Manufacturer narrative:
The reported event was inconclusive because no sample was returned it is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related, example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: do not use the product of have latex allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box.¿

Event description:
It was reported that the three-cavity foley catheter was placed after the surgery, only 10ml of water was extracted from the airbag and the remaining 5ml could not be completely extracted. There was resistance to extubating and the patient complained of pain. After notified to the doctor, the catheter was repeatedly aspirated, and 5ml was extracted successfully. Stated that the patient underwent holium laser lithotripsy under general anesthesia and 15ml of sterile normal saline was injected into the bag. In the later test, 15ml water was re-injected, but only 10ml water could be extracted.